Event description:
It was reported via phone call, that the customer received an unexpected restart alarm, unable to clear due to unresponsive keypad. Customer's blood glucose levels at the time 400 mg/dl. Treated with manual injection. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received intermittent button response due to moisture damage keypad trace, moisture damage was found on the electronic assembly and with motor error alarm during rewind due to corroded motor home switch. Unable to verify a21 alarm due to motor error alarm anomaly. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.